Event description:
According to the reporter: occurred during an open bypass procedure in omega under coelioscopy. The wire loop was undone when the surgeon inserted the needle into the loop to tie a knot. In order to resolve the issue and complete the case, used another suture. There was no patient harm.